Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked display window, and cracked case near display window corners during visual inspection. Compromised force sensor system alarmed during prime alarm test due to moisture damage in faulty force sensor system. The pump was unable to perform occlusion and excessive no delivery alarm test due to compromised force sensor system alarms. The pump passed displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 465 mg/dl. The customer treated with a manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there were no air bubbles in the reservoir. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.